Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the suction channel could not be identified. However, it¿s likely the cause is related to reprocessing (possibly) being improperly conducted due to leakage from the suction channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting steps were taken with the customer, where they were advised to perform the extended soak and try to clean it again. According to the reprocessing manual, this scope can be immersed in for up to 10 hours. The olympus representative advised the customer that if the issue persists, then to send it in for repairs. The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign material exiting from the channel including the auxiliary water channel. There was no flow in the suction channel due to a clogged, leaked channel. Additionally, new labeling was needed to replace the older label. The exera ID data verification could not pass at the suction cylinder side. There was a leak from the suction channel. The boro scope check found a burn, a kink, and scrape marks. Angulation movement in the up/down, left/right angle was low, and out of specifications. Control knobs play in the up/down, left/right was out of specification. The distal end (d/e plastic cover had a failure mode needing attention. The light guide lens had a crack, and contained fluid liquid inside and had old glue, the adhesive was cracked in the bending section cover glue. The bending section contained fluid after aeration. The control body was still wet after aeration. The scope connector had minor scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer called olympus to report on the evis exera iii colonovideoscope experienced a seed stuck in the scope. The event was identified during reprocessing, after the diagnostic procedure. There was no report of patient or user harm associated with the event. Related internal records: (B)(4), and (B)(4).